Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon noticed that the cc4204a, +22.5 diopter, intraocular lens tore while it was being loaded on (B)(6) 2017. There was not patient contact with the torn lens. A back-up lens, same size and same diopter, was used and it was successful.

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Corrected data: device evaluation: should have been reported in MDR supplemental 1. Delivery system was returned in a device tray. Visual inspection found the plunger bent. Claim # (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a lens vial. Visual inspection found there was a missing piece of haptic and the nano inserter was returned with the lens. (B)(4).

Manufacturer narrative:
Claim #: (B)(4).